Event description:
The notification received for (B)(6) study indicated that upon retrieval of a 7mm medium support angioguard rx embolic protection device, the filter basket material was torn on one part of the basket. There was no excessive force used at any time. The device was deployed and was being retrieved without any complications. The patient was symptomatic at the time of the intervention. Pta was performed on a 70% occluded lesion in the ostium of the left internal carotid of 30mm in length in a 5.0mm vessel diameter. The arch I type lesion had mild vessel tortuousity. The angioguard was deployed after which an 8x40mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis was 0%. The patient was neurologically intact upon leaving the angio suite.

Manufacturer narrative:
Concomitant medications ((B)(6) 2010): pre and post-procedure: aspirin and clopidogrel. Intra-procedure: heparin. Upon removal of the angioguard, it was noted that the filter basket material was torn on one corner of the basket. The device was deployed and was retrieved without any complications. There was no excessive force used at any time. The patient was symptomatic at the time of the intervention. Pta was performed on a 70% occluded lesion in the ostium of the left internal carotid of 30mm in length in a 5.0mm vessel diameter. The arch I type lesion had mild vessel tortuosity. The angioguard was deployed after which an 8x40mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosis was 0%. The patient was neurologically intact upon leaving the angio suite. The product was not returned for analysis. Note: lake region lot number 01414274 is cordis lot number 70909506. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01414274. (B)(4) the history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Since the product or films of the procedure will not be returned, there is not enough information to draw a clinical conclusion between the device and the event.